Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen went out. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that during battery testing the batteries did not meet their minimum run time requirement. After replacing batteries, the unit passed all functional and safety tests.

Event description:
N/a